Event description:
It was reported that during a percutaneous transluminal angioplasty procedure (ptca), balloon rupture occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous left cephalic vein. A 6.0 x 40/80 sterling balloon catheter was used to dilate the lesion but ruptured at 13atms on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure (ptca), balloon rupture occurred. The 90% stenosed lesion was located in the non-calcified and moderately tortuous left cephalic vein. A 6.0 x 40/80 sterling balloon catheter was used to dilate the lesion but ruptured at 13atms on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed there was contrast in the balloon and inflation lumen. Magnified inspection revealed no damage. Positive pressure was applied with an inflation device filled with water and a stream of water emitted from a pinhole in the balloon wall 6 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).